Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a central processing unit (cpu) tray with foot mounts that were bent. It was reported that the bent mounts caused the device to be unstable to the stand. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A replacement cpu tray was ordered.

Manufacturer narrative:
A follow up was performed with the service engineer (se), and it was reported that when the se arrived on site, the customer reported that the central processing unit (cpu) tray foot mounts had been replaced by the customer. The issue was resolved, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.